Manufacturer narrative:
The technician investigated and found the external buzzer was not functioning. The most likely cause was normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 through 2013. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the side rail mount bracket to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported that the bed exit would alarm but the audible alarm volume was low and cannot be raised. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).